Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a male pt who used poligrip as a denture adhesive cream. The pt's past medical history included anemia. Co-suspect medication included fixodent. In 1994, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced neuropathy and zinc low. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Info was received on 11/28/2011 via fact sheets completed by the pt and/or the pt's attorney. Poligrip and fixodent were used in 1994, daily. The pt experienced a neuropathy. The pt had numbness in feet/hands/fingers and some tingling. On (B)(6) 2010, zinc level was 56 mcg/dl (normal 70 to 150) and copper level was 126 mcg/dl (70 to 155).

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).